Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The coiled suture lumens, needles and sutures were not returned. The reported failure to deploy the sutures was not confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the sutures incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, the sutures of the prostar xl devices were placed in the left common femoral artery using the preclose technique. The arteriotomy was a 6fr and during the tavi interventional procedure the sheath was upsized to an 18fr sheath. Reportedly, during deployment of the prostar device, when 4 needles were removed, it was seen that only the white sutures were attached to the needles. The other needle pair came without the green sutures. When the device was removed the green sutures were observed at the level of the marker port. A second prostar xl device was successfully placed using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures of the prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.